Manufacturer narrative:
Concomitant medical products: pb1018, transcatheter valve implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a seizure. It was also found that the rates were found to be below the lower pacing rate. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.